Event description:
The patient is using the sapphire pump for a continuous infusion of vancomycin. The vancomycin was infusing at 21.5ml/hr. The nurse heard the pump beep at the end of the infusion (24 hours) and it asked if it wanted it to run at a kvo of 468ml/hr. The nurse immediately called the pharmacist to see what was going on. Upon investigation the pump settings had the kvo rate listed as 5ml/hr. We did call the company and are sending the pump back to them for further investigation. Patient did not receive this kvo rate so there was no adverse event.